Manufacturer narrative:
H3. Analysis of the catheter identified an occlusion in the catheter body which was consistent with dried drug, blood, or other foreign material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received a company representative (hcp) stated that the catheter was unable to aspirate.

Event description:
Information was received from a healthcare provider via a manufacturer representative and a patient regarding a patient receiving dilaudid and bupivacaine via an implantable pump. The indications for use was spinal pain indications. It was reported that the patient's pump and catheter were replaced because they were "not working". The patient clarified that the 'meds weren't coming out, they would switch the medications out and there'd be two times as much in there than there should have been'. The patient stated that the issue had been ongoing for seven to eight months and that they were "already in bad shape from dealing with that". Additional information was received from the manufacturer representative. It was reported that that the pump segment of the catheter was replaced. The catheter was obstructed. The issue was resolved at the time of the report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (B)(6); product type: 0184-catheter; implant date (B)(6) 2016; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.